Event description:
Additional information received. Regarding adverse event (2), "stroke (associated symptom: neurological deficit)," the physician¿s comment has been updated. Initially, the physician noted, "a cerebral infarction in the left frontal lobe due to distal embolism was observed, but fortunately the symptoms disappeared during hospitalization." Upon further review, since no occluded vessels were seen on dsa, the mention of "distal embolism" was removed. The revised physician¿s comment now states: "a cerebral infarction in the left frontal lobe was observed, but fortunately the symptoms disappeared during hospitalization."

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the "presence or absence of defect" was marked "yes". No other event information was reported. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica), anterior clinoid process c5 with a max diameter of 6.2 mm and a 4.3 mm neck diameter. Antiplatelet therapy was administered. Additional information was received. The ped stent failed to deploy due to a defect, with the proximal end showing difficulty expanding. The true cavity was secured, and as described in the procedure, a subsequent rescue was performed. The patient experienced parent artery dissection and perforation. The physician noted that the ccf was resolved in dsa one year later, and the patient remained asymptomatic. A second ped stent was attempted as an overlapping (rescue) stent following placement of the first; however, due to a defect, the device was not implanted. The reported malfunction involved migration, shortening, or incorrect placement of the flow divider. The defect was described as a proximal expansion failure: during the overlap deployment attempt, the proximal side did not open, and the device was retrieved. A stroke occurred in relation to this event, with associated neurological dislodgement. The physician reported that a left frontal lobe cerebral infarction due to distal emboli was observed, though the symptoms resolved during hospitalization. Diagnostic follow-up results were shared for discharge and at 7 days, 30 days, 6 months, 12 months, and 24 months post-procedure. The patient had an mrs0 at discharge and at 7 days, an mrs1 at 30 days, and returned to mrs0 at subsequent follow-ups.

Event description:
Additional information received reported previous report of mrs 1 at 30-day follow-up was a data entry error and it was indicated that mrs was 0 at all follow-ups. The patient had no symptoms associated with the reported dissection and the dissection had resolved and patient recovered at the one year follow up as observed by digital subtraction angiography (dsa).

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.